Manufacturer narrative:
Alleged failure: the screen turns blue, yellow, red, or complete interference. Doctor cant see anything on screen. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Camera head related issue (third party cables). The product was returned for investigation and the failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that there was interference on the screen which caused image loss.